Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via a manufacturer representative (rep). Rep reports high impedance were observed, with electrodes zero, three, and five measuring over 40,000. The issue was ongoing and not resolved. The patient reported a fall from a bike in november 2024, which was reported as the cause. Troubleshooting was performed by programming around the impedances. No symptoms were reported.